Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The clip would not fully form when applied to structure. The surgeon squeezed as hard as he could. After 3 or 4 malformed clips, applier began working properly. There was no consequence to the pt.